Manufacturer narrative:
(B)(4). Unknown vanguard bearing. Unknown vanguard femoral. Study: multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-08248; 0001825034-2018-08249. Customer has indicated that no further information is available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported patient exhibited a pulmonary embolism after right total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.